Event description:
Arthrex tightrope ii abs, implant (B)(6), lot: 14924726) used in procedure device failed in patient, pieces removed. Graft had to be taken out repaired and new device used. No harm to patient, required extended anesthesia time. Manufacturer response for graft, arthrex tightrope ii abs, implant (per site reporter) product handled by site.